Manufacturer narrative:
Device ia s combination product. (B)(6).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. It was then noticed that the stent moved on the delivery system but did not dislodge from the delivery system. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.